Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer's insulin pump was malfunctioning. The customer reported their insulin pump was not regulating their blood glucose. Customer reported having high blood glucose as a result. The customer also attributed their blood glucose to major changes in their life. No additional information provided.